Event description:
Related to MFR report # 2183959-2012-01618. It was reported by the plaintiff's attorney that on or about (B)(6) 2011, the plaintiff was implanted with a monarc plus sling system "with the intention of treating the plaintiff for stress urinary incontinence and/or pelvic organ prolapse". It was alleged that the plaintiff has "suffered serious bodily injuries, including, but not limited to, extreme pain, vaginal erosion, dyspareunia, abdominal and pelvic pain, recurrence of urinary incontinence, additional surgery", "significant mental and physical pain and suffering", has sought "medical treatment", and has had "permanent injury". It was also alleged that the plaintiff "was injured in her health, strength, and activity, sustaining injury to her person, all of which injuries have caused plaintiff severe mental and physical pain and suffering", and has had other injuries.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.